Manufacturer narrative:
The implant fragments were examined visually using a light microscope. The fractured surface was homogeneous and shows no obvious root cause of a material failure.

Event description:
On (B)(6) 2018 a dentist from (B)(6) reported that a (B)(6) -year-old female patient had a 3m¿ espe¿ 2.4x10mm mdi o-ball prosthetic head - collared (mob-10) implant fractured. On (B)(6) 2018 it was reported to 3m that the implant was surgically removed without complication using a lindemann burr. The current patient status was reported to be fine. The implant was placed in the upper jaw in (B)(6) 2013. The reason for implant breakage could not be determined.